Event description:
It was reported that the patient presented at the clinic for a dislodged right atrial (ra) lead, resulting in far-field r-wave oversensing. Additionally, the right ventricular (rv) lead demonstrated a high capture threshold, attributed to its repositioning following a prior dislodgement. Both the ra and rv leads were explanted and successfully replaced. The patient remained stable.